Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site telephone: (B)(6)).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive pressure portion of the 30 psi transducer calibration and failed to reach 420 mmhg of pressure during pressure regulator check. The unit also had multiple 'fault code 77 with increased motor speed required messages' displayed in the logs. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device(10) fse replaced unit's scroll compressor, drive regulator, and pressure tube for reservoir. The unit now passes all pressure checks and calibrations. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).